Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas reporting multiple call service alarms occurring on the pump. No code was reported for the call service alarm. The reporter confirmed that the alarm occurred at least three times in the history in the previous 30 days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/20/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the pump alarm history showed that call service 088 alarms had occurred. The battery cap was not returned so a test cap was inserted for testing. The pump powered on appropriately with no alarms and was exercised for 24 hours without alarms occurring. The alarm complaint was unable to be duplicated during investigation.